Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria.visual/microscopic inspection: as the device was not returned, an inspection could not be performed.functional/performance evaluation: as the device was not returned, an evaluation could not be performed.medical records review: as medical records were not provided, a review could not be performed.image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation.the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during deployment of a stent graft in an a-v fistula, the outer catheter broke and the stent graft would not deploy. The entire deployment system was removed and another stent graft was successfully deployed without incident. There was no reported patient injury.